Event description:
The clinicians alleged that the clinicians were setting up the device for pt (age and gender unknown) treatment, but that when they were turned on the device only a green dot appeared on the device screen. The clinicians were able to obtain another device to treat the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.